Event description:
A patient reported they were unable to receive an accurate reading on their one touch basic meter due to the meter allegedly only prompting the "not ok" message. The patient was unable to attain a blood reading because they did want to use the lancing device. No treatment was reported. No further information has been reported. No serious injury.